Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient's pump was not giving her the medication she needed/she wasn't getting medicine like she should, which started 6 months prior to (B)(6) 2018. The patient would get more medicine from the pump than expected during refills. The pump was replaced in (B)(6) 2018, after which the patient felt better. No further complications were reported.